Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that the product was found with seal issues. The actual device was not returned for evaluation. The manufacturing lot number was provided for review. Photographic evidence was provided for review as well. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that two doctor fog sponges were discovered with sealing issues. The items were not in use. No injury or death was reported. Customer reported the issue for mulitple lot numbers. Lot number and respected complaint numbers are as follows: (B)(4) lot# 321582 (B)(4) lot# 320893.